Event description:
It was reported that the event involved a female patient while in the cath lab. Relevant medical history/diagnosis/medications/indications for use. Transradial access for diagnostic cath procedure. The md attempted to get arterial access with the arrow 1 introducer needle into the pt¿s right wrist (transradial access). The md stuck the pt numerous times without getting ¿flashback¿ to indicate correct position and had the needle flushed a few times. After many more attempts, they flushed the needle one more time and noticed that the flow of the saline was not as they would expect; it appeared impeded. As a result, they switched to a new needle and after several attempts got access. The new arrow needle had better flow. It is unclear at what point the needle was compromised, although the cath lab staff said it did not appear impeded prior to use. The md said the pt was heavily calcified and had tortuous anatomy. There was a delay or interruption in therapy noted with no harm to the pt. There was no report of patient death or injury. The pt outcome is there were no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.